Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device showed intermittent right atrial (ra) undersensing on the presenting electrogram (egm). The patient was also experiencing shortness of breath and palpitations. Daily measurements were showing rwaves as small as 0.6 millivolts. Device reprogramming was recommended. This device remains in service. No adverse patient effects were reported.